Event description:
Return reason: bent pin. Analysis determined: investigation found that the #2 electrical pin is bent approximately 30 off vertical. A connection could not be made. Unit was used in vivo. This was not determined until analysis was completed. No further information is available on the patient's status. Remedial action taken: the corrective action is that MFR and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.